Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and their broken serter. The customer's blood glucose level at the time of incident was 454mg/dl. The customer treated the high with manual injection. The customer was advised that serter and sets would be replaced. No further assistance provided at this time.